Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Patient underwent mesh revision/removal in 2002, 2007, and (B)(6) 2012 due to erosion.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2008 due to extrusion.

Manufacturer narrative:
It was reported that the patient underwent anterior repair revision on (B)(6) 2002 due to anterior vaginal mucosal defect.

Manufacturer narrative:
Date sent to FDA: 06/07/2016. It was reported that following insertion the patient experienced uterine fibroids.